Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, they user was not at a high altitude. There was no impact to the user's blood glucose level. The user cleared the alarms and insulin delivery was resumed.